Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred intermittently. Reportedly, customer went to the emergency room (ER) with a blood glucose level of 600 mg/dl on (B)(6) 2024. Customer was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later on (B)(6) 2024 with the issue resolved and no permanent damage. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.